Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were unable to connect the handset and communicator to the patient's implant. Caller stated they have tried 20 different time and it did not connect, caller mentioned patient only has been able to connect with the implant a couple of times in the past but today they were not able to do it. Agent walked caller through resetting the communicator, restarting the handset and trying again. Caller confirmed positioning the communicator in the correct position, seeing the blue light solid and seeing the device not responding message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned patient has a follow up appointment on the 25th. Patient will carry the devices with them to check implant connection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.